Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same cases as 2134265-2017-10524 and 2134265-2017-10525. It was reported the automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During pullback, acquisition processor (acq pc) froze. Thus, automatic pullback failure occurred. After it freezes, the mouse and clock doesn't work. The internal memory of the imaging processor (img pc) was removed and inserted, then it was restarted, left for 30 minutes but still it did not reproduce. No patient complications were reported.